Event description:
It was reported that a male patient underwent a an atrial flutter procedure with a smarttouch bi-directional catheter and developed a tamponade. During the case, the patient's blood pressure dropped and cardiac tamponade was confirmed by echo. A pericardiocentesis was completed and approximately 750 cc of fluid was removed. The patient was reported to be in stable condition but extended hospitalization was required. The physician believes that the patient injury was procedure related. No other patient information is available. There were no claims of any bwi product malfunctions. This event is a reportable serious injury. The complaint device has not been returned to bwi for analysis.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent a an atrial flutter procedure with a smarttouch bi-directional catheter and developed a tamponade. The complaint device was returned to bwi for analysis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Finally, the catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: carto 3 (s/n: (B)(4)), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)). (B)(4). The product has not been returned. The product investigation is pending.